Manufacturer narrative:
This pacemaker is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was admitted to the hospital after not feeling well. Interrogation of their system revealed the pacemaker was not capturing at all in the right atrial or right ventricular (rv) channels. A reset of the device memory was also noted. Surgical intervention was performed and the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The upper rate limit test failed due to a low battery voltage. Device memory confirmed the device did go through a system rest in the past. Analysis was unable to ascertain what caused the battery to have a lower voltage than expected.